Manufacturer narrative:
(B)(4). Examination of the submitted impactor confirmed the device has fractured along the initiation slot that connects with the universal handle. The root cause is attributed to misuse through mis-alignment. Based on the determination of misuse through mis-alignment as the root cause, the need for corrective action was not indicated. Monitor through trend analysis sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The impactor cracked and broke in half upon impaction.